Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances.

Event description:
It was reported patient underwent hip arthoplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2012 due to loosening and fracture of the acetabular liner.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warning in the package insert that state that this type of event can occur: under warning, number 4 states: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." And number 9 states "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight."